Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that in the mitraclip nt system manual, states: the following statement: use echocardiographic imaging to verify insertion of both leaflets. All available information was investigated, reported single leaflet device attachment (slda) appears to be due to user technique. The patient effect of recurrent mitral regurgitation appears to be due to reported slda. The reported patient effect of recurrent mitral regurgitation is listed in the instructions for use, known possible complications associated with mitraclip procedures. It should be noted that in the mitraclip nt system manual, states: the following statement: use echocardiographic imaging to verify insertion of both leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) resulting in mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2019, echocardiogram showed that the clip detached from posterior leaflet and remained attached to the anterior leaflet (slda), and mr increased to 3-4. Leaflet coaptation and insertion was performed. In physicians opinion, the insertion was not confirmed carefully in all views, and the slda was caused by insufficient leaflet insertion. The patient was confirmed to be stable. On (B)(6) 2019, a second procedure was performed to treat the slda. One clip was implanted, reducing mr to 1. The patient was stable and discharged on (B)(6) 2019. No additional information was provided.